Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) showed impending erosion of the pocket and a pocket revision was performed to reposition the device. It was noted after the device was re-inserted into the pocket and interrogated, the right ventricular (rv) lead showed a high pacing impedance value, along with high superior vena cava (svc) and rv defibrillation impedance. In addition, there was oversensing of noise and t-wave oversensing (twos) observed on the ventricular electrogram (egm), along with no capture. The rv lead was disconnected and a lead fracture was noted and the ICD was replaced. The rv lead was then capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the distal portion of the lead was returned, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later noted the previously-capped lead was explanted and returned to the manufacturer with no information.